Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead pacing lead impedance and capture thresholds were high. The increase in impedance had been gradual since (B)(6) 2018. The patient was to be monitored. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes the right ventricular lead was capped (B)(6) 2019. The patient was stable.

Manufacturer narrative:
Appropriate term/code not available - calcification. The reported events of high pacing lead impedance and high capture threshold were confirmed. A partial distal portion of the lead was returned in one piece measuring 50.7 cm with an extraction tool inserted in the lead lumen. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found significant calcification on the distal region of the lead covering the helix and ring electrode. The cause of the reported event was isolated to significant calcification on the distal portion of the lead. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the lead found external abrasion breaching the optim sheath (38.7 ¿ 38.8 cm from the distal tip) only proximal to the suture sleeve tie down impression. The external abrasion was consistent with friction to the device can.